Event description:
The customer received a questionable troponin t stat generation 4 (tnt) result for one patient sample. The initial result was 0.240 ng/ml with a data flag and was reported outside the laboratory. The doctor questioned the result and the sample was repeated on cobas e601 analyzer serial number (B)(4). The repeat result was <0.010 ng/ml with a data flag. The sample was also repeated on the original cobas e411 and the result was <0.010 ng/ml with a data flag. The repeat result from the cobas e601 was believed to be correct. The patient was not adversely affected. The tnt reagent lot number was 17016701 with an expiration date of 11/30/2013. The field service representative determined there was a problem with the waste system and there was contamination. The drain lines for the wash station were partially obstructed, resulting in improper drainage and wash of sr and pipettor probes. He cleaned the waste lines and wash stations. He performed checks and adjustment verifications which were all checks successful. The customer ran qc on all chemistries affected and all results met the customer specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.